Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed due to a warning label was found stuck inside, causing the noise. A field service engineer (fse) removing the label, reinstalled the drawer, reconnected the pixie bus cable and restarted the station. In support mode, the fse used hardware test application to inspect all pockets in drawer 3.1 and found foil debris in one row, causing random pocket releases. After cleaning and running diagnostics with no issues, the escort successfully tested medication access, confirming the issue was resolved. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer cubies were failed to open. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.